Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cannula seal accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video clip for the reported event was submitted for review. Instrument log review of the product related to the complaint cannot be performed at this time because there are no logs available for accessories. This complaint is being reported due to the following conclusion: it was alleged that part of the cannula seal accessory fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a piece of the cannula seal accessory fell into the patient. The customer said they suspected the monopolar curved scissors (mcs) instrument cut off a small piece of the cannula seal accessory when inserting the mcs instrument. The doctor found a small blue piece of rubber, of the same color, in the patient during the case. The site thought they retrieved the one piece that was missing from the seal. The site was able to complete the case with no other issues. The procedure was completed. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.